Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 256 mg/dl. The customer was assisted with trouble shooting and was informed how the sensor system worked. The customer was very unsatisfied with the product. The customer stated that they will call back to trouble shoot in eight hours after the device was charged. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.